Event description:
Tampon cotton stuck inside body [foreign body in reproductive tract]. Cotton pulled apart - tampon [device breakage]. When removing tampon cotton pulled apart, leaving some stuck inside body [complication of device removal]. Case description: consumer sent e-mail stating the cotton pulled apart while removing a tampon. No serious injury was reported.

Event description:
Tampon cotton stuck inside body [foreign body in reproductive tract], cotton pulled apart - tampon [device breakage], when removing tampon cotton pulled apart, leaving some stuck inside body [complication of device removal]. Consumer sent e-mail stating the cotton pulled apart while removing a tampon. No serious injury was reported.